Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough evaluation of the lead was performed. The lead was returned in four segments and two of the segments were missing the inner coil. The stylet was extracted from the distal segment. Explant damages were noted on the coil and molded neck on the distal segment. Testing was completed to assess lead electrical performance. Measurements throughout this test was within normal limits. An x-ray was performed and showed no conductor issues. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting an increase in threshold since implant. In addition, oversensing and undersensing were observed within the last few months. Noise was also captured on the egms. Subsequently, this rv lead was explanted along with the competitor pulse generator and competitor right atrial lead. A new system was implanted. No additional adverse patient effects were reported.